Event description:
A footboard located at the stitching pt support fell down and hit the foot of a technician.

Manufacturer narrative:
An investigation revealed the switch of the locking level was not working as intended. The field service engineer replaced the locking assembly with an improved version. After replacement the system works as specified. (B)(4).